Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an impella device removal procedure, with a 14fr sheath. Reportedly, the prostyle device could not be removed from the patient anatomy and vessel damage occurred. The guide separated where the black and silver parts meet. A cut down was performed to remove the separated part of the device. The artery was sutured closed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.a review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the prostyle IFU as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4- lot number and expiration date h4: device mfg date.